Event description:
It was reported that when the physician reviewed a post-operative chest x-ray of the patient, the physician believed they may have placed the right ventricular (rv) lead through the patient's left sided arterial system and into the left ventricle, rather than through the venous system. It was noted that during the procedure, a venogram was performed. The patient had a small vein that was visualized during the venogram and it was also noted that the patient seemed to have a very rotated and elongated heart. Access was obtained and a j-wire was advanced and visualized to cross the patient's spine. Advancement into the inferior vena cava (ivc) was not visualized, but ectopy was seen on the electrocardiogram (ECG) and believed to have been due to crossing the tricuspid valve. Venous access versus arterial access was questioned, but dark blood was seen during access and a micro-puncture dilator was used to confirm venous access. A sheath was then introduced and the rv lead was positioned and repositioned approximately three times until final placement. It was reported that during one repositioning attempt, while viewing the lead under anteroposterior chest view, it was determined that the lead looked to be in an awkward position so it was repositioned again. It was as this time that the physician then suspected they were possibly in the left ventricle. Following review of the post-operative chest x-ray, the physician reprogrammed the tachycardia therapies off and the lead remains in-situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted.